Manufacturer narrative:
(B)(4). Device evaluated by MFR.: a wanda balloon dilation catheter was received for analysis. A visual examination of the balloon identified a longitudinal tear stretching along the main body of balloon. The tear stretched from the proximal transition to the distal transition zone in the balloon. A microscopic examination of the balloon material identified no issues with the balloon material which could potentially have contributed to the tear. An examination of the markerbands identified no issues which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 29-oct-2016. It was reported that balloon leak occurred. The target lesion was located in the lower limb artery. A 4.0-40, 80 wanda balloon catheter was advanced for dilation; however it was unable to be inflated. Upon removal, it was noted that the balloon was leaking. The procedure was completed with another 4.0-40, 80 wanda balloon catheter. The patient's status was stable. However, returned device analysis revealed longitudinal balloon tear.